Event description:
Reporter indicated that her handheld computer screen became frozen after interrogation. The event was resolved with removal of the flashcard and reinsertion of the flashcard once the operation resumed.